Event description:
It was reported there was an f6 error (rf module communication with the controller processor has failed) twice. Although there was a pt on the table (case was a lumpectomy), there was no pt impact due to the generator. They switched it off and moved it out of the room.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. Eval: the pulsar system and power cord were returned, there was no user manual or handpiece returned. The system exhibited 2 f6 faults in 9 days of use. The communication wires in the ucb to rf controller cables were twisted at a rate of 2-3 twists per inch to try to reduce f6 faults due to rf noise. The cable meets specification but the wires will be twisted tighter in an effort to further reduce incidence of f6 faults. Hardware/software upgrades were performed. The unit passed all final testing and was recertified for use.